Manufacturer narrative:
Analysis found the unit was unable to prime due to a faulty force sensor resistor. Analysis was unable to perform the occlusion and excessive no deliver tests. Motor passed motor test. The unit passed the displacement, self, no delivery error, and basic occlusion tests. All operating currents are within specification. Off no power alarm functions properly and no motor error alarm noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was 31.6 mmol/l at the time of incident. The insulin pump will be returned for analysis.